Event description:
It was reported that the insulin pump experienced a prime/fill anomaly. The customer stated that the insulin pump was stuck on the fill tubing step of the preparing to prime loop. The blood glucose reading was 238 mg/dl. The customer stated that he had treated with manual injections the night prior. The caller was advised that the device be replaced. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test and the basic occlusion test. However, the insulin pump was unable to prime during the prime test due to a faulty force sensor resistor. The functional testing could not be completed due to the prime anomaly. The insulin pump was received with a cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window, scratched reservoir tube window and missing end cap sticker.